Event description:
As reported approximately six years post initial right tka, male patient is experiencing constant pain, swelling and instability. Patient needs a revision; he has the same findings of premature poly wear with osteolysis and possible femur loosening as patients with liners included in the recall. A year after patient's rtkr, he required an arthroscopy with extensive synovectomy and lysis of adhesions. Infection has been ruled out. Additionally reported was there was femoral knee debonding/loosening, acute pain of right knee. No additional information available. The device is not available for evaluation. This is 1 of 2 reports for this event.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.